Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that nineteen (19) units of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from unspecified locations. This issue was detected in the dispensing room, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the lot was manufactured from may 04, 2019 - may 06, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.